Event description:
Patient had successful implant of a bifurcated device, limb extension, and proximal cuff in 2007, the cuff was placed low, causing a type I endoleak. The patient also had a 65-70 degree angled and large diameter (approx. 28mm) aortic neck. Emergency use of the endologix 34mm suprarenal cuff was requested and the next day, patient was brought in to treat with a suprarenal cuff and an iliac aneurysm with a limb extension. The type I endoleak was still present after the procedure, will follow up with patient.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication of the procedure. The device was discarded by the hospital.